Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. Unit functioned properly. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple motor errors. The customer's blood glucose reading was 133 mg/dl at the time of incident. Troubleshooting found that the pump also has motor error alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.